Event description:
Boston scientific crm received information that during the routine device replacement procedure, this implantable cardioverter defibrillator was noted to have a loose header; the connector block appeared separated from the device. All device measurements were within normal limits and critical therapy was available throughout the implant life of the device. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Pacing, sensing, and shocking functions were verified per electrical testing.